Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name mc2avr1 product ID mc2avr1-delsys (serial: (B)(6)). D9: no. Dev rtn to MFR? No. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure after the leadless implantable pulse generator (ipg) was deployed and tether of th e delivery system was cut the patient experienced asystole. It was observed via fluoroscopy that the leadless ipg had dislodged and migrated to the pulmonary vein.  The leadless ipg was recaptured using a snare and explanted and replaced. The patient was hospitalized as a result. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D9: yes, return date: 27-aug-2024 h3: yes, dev rtn to MFR? Yes, eval summ attached? Yes, product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. The inner boss of the delivery system was loose. The bond of the inner boss of the delivery system released from the inner shaft. The analyst noted a partial delivery system was returned without the tether and tether pin. A two-way valve was affixed to the flush port valve of the delivery system. The inner shaft was kinked at 1.5 cm and 2 cm from the distal end of the recapture cone. The inner boss bond released from the inner shaft. The inner boss was loose on the inner shaft. The tether could not be analyzed as the tether and tether pin were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.